Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported getting no delivery alarms during the manual prime process. The customer's glucose reading was 563 mg/dl. Troubleshooting was performed. Advised the customer to remove the reservoir from the insulin pump, and to check the rubber septum for abnormalities. Instructed the customer to put back the plunger into the reservoir and attempted to push the insulin out, but the insulin did not exit. The customer mentioned that the septum in the reservoir was damaged. No further information was provided.